Event description:
Syringes are not a full 1 cc as b-ds are. Reporter has been in contact with store and the other outfit that handles them now. Rptr has had no satisfaction from anyone at this time. Reporter has 1 and 1/2 boxes of these syringes. Reporter has conducted a comparison: filled a used 1 cc syringe with water and then pulled the water in the syringe, and had water left over. Reporter did it the reverse and had a shortage in the b & d syringe.